Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was "no longer on the pump because it sent the customer to the emergency room". Although requested, no additional information was provided.